Event description:
During cataract extraction with intraocular lens placement of the left eye, the surgeon noticed a foreign body retained in the phaco handpiece sleeve. Procedure was stopped and the phaco handpiece was removed from the eye. The foreign body did not enter the eye. The sleeve was changed adn the procedure was continued.